Manufacturer narrative:
(B)(4). Batch # p93405. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was found to be positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal, however no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified

Event description:
It was reported that during an unknown procedure, "unexpected ready to pre run" error was received. It was reported "return to prerun test automatically." Changed to another one to complete surgery. There was no patient consequence reported.